Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that batteries needed to be changed frequently. Customer received an "off no power" alert and did receive a low battery alert less than 24 hour prior to off no power. Customer also reported of receiving a no delivery alarm. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump and to call back should issue persist.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No off no power alarm, low battery alarm, excessive no delivery alarm or prime anomaly noted. The battery icons functioned properly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.